Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying error 42, involving the g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully restarted their sensor session, resolving the issue.